Event description:
It was reported that during a rotational percutaneous coronary interventional (pci) procedure, speed issues occurred. During the procedure, the speed of the rotablator console started out higher than intended, and when the physician tried to use the dial to turn down the speed, there was a delay in the speed decrease. The physician removed the single-use devices without incident, and continued on with a regular pci procedure. There were no pt consequences from this difficulty, and pt status was reported as 'ok'.

Manufacturer narrative:
(B)(4).